Manufacturer narrative:
A ge service rep performed an onsite investigation. The video cable connector was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would intermittently lose the image on the left monitor during use. This resulted in an intermittent, recoverable loss of imaging functionality. No pt death or serious injury was reported related to this event.